Manufacturer narrative:
The reported event occurred with no patient delays or cancellations of procedures. The appropriate level of gown was not used in the surgical convenience kit. The user was wearing a level 2 gown and should have been wearing a level 3 or level 4 gown to provide adequate barrier protection. Novo health services quality manager conducted in-service training at the facility on the building kits.

Event description:
On (B)(6) 2018, the user reported that at the end of a surgical procedure (hernia repair) the surgeon observed strikethrough once the gown was removed. The convenience kit was built with the wrong level gown.